Event description:
Customer alleged discrepant, back to back blood glucose results of 60 mg/dl, 160 mg/dl and 63 mg/dl when testing was performed within 9 mins of the aviva system. Customer reported low blood glucose symptoms and reported self-treating by taking glucose tablets and eating, after which the customer reported feeling better. A request was made for the return of the suspect device and replacement product was sent.